Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to contact the customer but was unable to reach them. Despite repeated efforts, there was no response from the customer. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a single patient was not crossing over; the customer was unable to access the patient¿s pain medication and could not locate the patient in the system. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.